Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. H3 other text : device disposition unknown.

Event description:
It was reported that during the peripheral reaming sequence there appeared to be moderate to significant venous bleeding on the anterior inferior margin of the glenoid. This was visualized as what appeared to be a venous laceration; however, was indeterminate whether this was part of the axillary vein or a significant branch. The wound was packed. Peripheral vascular intraoperative consultation was obtained. Total estimated blood loss for procedure was 250 ml. The incident did not impact the subject¿s length of stay.